Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
The event occurred in brazil. It was reported that the rotaflow drive arm does not work its functions. It was also reported that the error message ¿runaway¿ occurred on the rotaflow console during inspection after the device was turned on. During the investigation by the getinge field service technician it was detected that there was liquid residence in the upper region where the rotation magnets are. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in brazil. It was reported that the rotaflow drive arm does not work its functions. During inspection the error message ¿runaway¿ occurred on the rotaflow console after the device was turned on. During the investigation by the getinge field service technician it was detected that there was liquid residence in the upper region where the rotation magnets are. No patient was involved. No harm to any person has been reported. The reported failure ¿runaway¿ could lead to a pump stop therefore, a report is required. The rotaflow device with s/n (B)(6) was investigated by a getinge field service technician and reported failures "drive arm does not work its functions" and ¿runaway error¿ could be confirmed. However, according to the ssu (sales and service unit) dated on 2024-09-03 the defective rotaflow device will not be sent to the manufacturer for repair. Based on the investigation results the reported failures "runaway error" and "drive arm does not work its functions" could be confirmed, but no exact root causes could be determined. However, the "run away" error can also be linked to the following most possible root causes according to the rotaflow risk management file: (un)intentional stop of the pump, e.g.: 1. Pump stop intervention after technical error (e.g. Pump runaway, error head) 2. Sensor error (bubble, level, pressure (in hl20 mode), flow) 3. Wrong intervention limits. The most probable root cause for the reported failure "drive arm does not work its functions" could be determined to normal wear and tear of the device. Furthermore the failure mode "drive arm does not work its functions" can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction or total fail due to mechanical influences, e.g.: 1. Falling of rotaflow system (broken holder, user routine violence) 2. Loosening of fastening (wrong installation, aging) 3. System falls to ground (transport in non-fixed manner, user routine violation). A review of non-conformities was performed on 2024-09-17, and during the time from 2011-09-30 to 2024-04-17 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced on 2011-09-30. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).